Manufacturer narrative:
Examination of the submitted instrument confirmed the reported breakage. The root cause is design related. (B)(4) has been initiated to modify the design. (B)(4) was initiated to fully investigation handle breakage. All the affected attune impaction handles are limited to the hospitals and surgeons that are part of the attune cr fixed bearing phased release of implants and instruments, which is limited to the designing surgeon team. A health hazard evaluation was conducted with the recommendation to replace the impaction handles in the field with a modified trigger design and that the existing handles remain in the field for use by the designing surgeons since these surgeons were already made aware by depuy of the potential failure method until new design handles become available. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened

Manufacturer narrative:
Medical records and x-rays were provided and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any additional reports against the lot code. The investigation could not draw any conclusions about the reported polyethylene wear based on the lack of the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address patella wear with fretting, delamination and fragmenting. There appeared to be backside wear or the insert with suspicious marks on the underside. Poly wear observed on both side of the tibial insert, patella secondary to ligament laxity.